Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking at the add port neck. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak spraying liquid from the damage on the back side near the fill port tubing. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the damaged location identified abrasion and skive marks in addition to a large amount of eva fray indicating friction damage. The manufacturing process was reviewed and found no point in the process where this type of damage could have occurred. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.